Event description:
Results of "550 mg/dl, 339 mg/dl, 250 mg/dl, 256 mg/dl and 212 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution were replaced.